Event description:
It was reported the patient stated having back pain located behind their implant. The patient said the pain is okay when they are not moving. The patient went to their physician and they were prescribed muscle relaxers and heating pads, which both have helped. Since then, it has gotten a bit better, but the pain is still slightly present. The therapy is not working as expected, now going more often to the bathroom. The patient is not sure if the back pain is device related. The patient did change their program from 1 to 2 and that was when the pain started. The patient reported that symptoms were back at baseline, but as recently symptoms are back under control. The next plan of action is the clinical specialist will talk to the implanting physician and get the patient do a follow up appointment for troubleshooting. The clinical specialist will check the neurostimulator and double check all the settings.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1r841950. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient stated having back pain located behind their implant. The patient said the pain is okay when they are not moving. The patient went to their physician and they were prescribed muscle relaxers and heating pads, which both have helped. Since then, it has gotten a bit better, but the pain is still slightly present. The therapy is not working as expected, now going more often to the bathroom. The patient is not sure if the back pain is device related. The patient did change their program from 1 to 2 and that was when the pain started. The patient reported that symptoms were back at baseline, but as recently symptoms are back under control. The next plan of action is the clinical specialist will talk to the implanting physician and get the patient do a follow up appointment for troubleshooting. The clinical specialist will check the neurostimulator and double check all the settings.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "pain" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient stated having back pain located behind their implant. The patient said the pain is okay when they are not moving. The patient went to their physician and they were prescribed muscle relaxers and heating pads, which both have helped. Since then, it has gotten a bit better, but the pain is still slightly present. The therapy is not working as expected, now going more often to the bathroom. The patient is not sure if the back pain is device related. The patient did change their program from 1 to 2 and that was when the pain started. The patient reported that symptoms were back at baseline, but as recently symptoms are back under control. The next plan of action is the clinical specialist will talk to the implanting physician and get the patient do a follow up appointment for troubleshooting. The clinical specialist will check the neurostimulator and double check all the settings.